Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reported that the remaining battery life seemed to rapidly reduce, but there was no issue with the batter afterwards. Impedance measurements were also taken which showed c <(>&<)> 8 as high/out of range and 2084 ohms. It is unknown/undetermined what troubleshooting was performed, the root cause of the issue, and related interventions. There were also no patient symptoms reported related to the issue. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a representative regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that the implantable neurostimulator (ins) had a short battery life. The patient status at the time of report was alive with no injury. Environmental/external/patient factors that may have led or contributed to the issue was noted to be that the parameter seemed to be high. No troubleshooting was performed. It was indicated the mdt data and the telemetry data would be obtained at the patient's next outpatient visit in (B)(6). The issue was not considered resolved at the time of report. No complications were reported/anticipated.